Manufacturer narrative:
The agent reported, "the socket shell came loose and had to be revised. 79 yr old male." The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination, and the item lot number was not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary.

Event description:
Revision surgery - due to loosening.